Event description:
The surgeon was inserting a competitor's lens using a ftp-indigo plunger overrode the lens and the lens was damaged. The surgeon had to enlarge the incision to remove the lens and inserted another lens in the pt's eye and used a suture to close the wound.